Manufacturer narrative:
(B)(4).

Event description:
The customer stated that she obtained questionable results on capillary blood samples using a coaguchek xs meter, serial number (B)(4). She tested three times on three separate fingers. This medwatch is for strip lot 20742621. Refer to medwatch with patient identifier (B)(6) for strip lot 15288123. At 11:58 am, the result was 3.1 inr using strip lot 15288123. At 12:12 pm, the result was 2.2 inr using strip lot 20742621. At 1:17 pm, the result was 2.9 inr using strip lot 20742621. The customer questioned the result of 2.2 inr, but was not sure which result was correct. She reported the results of 2.2 inr and 2.9 inr to her doctor and was waiting to hear whether there would be a change to her warfarin dosage based upon the results. She did not report the result of 3.1 inr. No adverse event occurred. The customer¿s therapeutic range is 2.0-3.0 inr and she tests weekly. The customer took her warfarin dose 14.5 hours before obtaining the results. The customer is not anemic, has no hematocrit issues nor antiphospholipid antibodies. She is not taking heparin or direct thrombin inhibitors. The meter and both lots of strip vials were requested to be returned for investigation. Replacement was sent. The customer returned the meter and two strip vials from lot 207426-21 for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.5 inr, hct: 38%. Donor #1 results (vial 1): master lot strip and retention meter: 2.5 inr, customer strip and customer meter: 2.4 inr. Donor #1 results (vial 2): master lot strip and retention meter: 2.5 inr, customer strip and customer meter: 2.4 inr. Donor #2 inr: 2.8 inr, hct: 44%. Donor #2 results (vial 1): master lot strip and retention meter: 2.8 inr, customer strip and customer meter: 2.7 inr. Donor #2 results (vial 2): master lot strip and retention meter: 2.8 inr, customer strip and customer meter: 2.7 inr. Relevant retention test strips (lot 207426-21 and lot 152881-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. The retention material met the specification. No error messages occurred. The returned material and retention material met specifications. No information was provided to identify a cause for the discrepant results.